Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after placement, water drainage in the foley catheter was difficult at the time of removal. Catheter shaft cutting and other measures were taken, but there was no improvement. Health damage to patient was mentioned as not clear. It was stated that the balloon was tried to be deflated by spontaneous or gentle deflation by syringe and cutting the funnel or shaft.

Manufacturer narrative:
The reported event was confirmed and cause unknown. The product had caused the reported failure. Evaluation observed heavy salt accumulation in the drainage eye, on the tip and along the drainage lumen. Heavy salt accumulation under the sac pushed the inflation eye up and caused pinched inflation eye which lead to difficulty in draining water out of sac. Potential root cause could be present of salt accumulation inside drainage eye and lumen. A potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: [warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter " h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that after placement, water drainage in the foley catheter was difficult at the time of removal. Catheter shaft cutting and other measures were taken, but there was no improvement. Health damage to patient was mentioned as not clear. It was stated that the balloon was tried to be deflated by spontaneous or gentle deflation by syringe and cutting the funnel or shaft. Per follow up information received via ibc on 19-aug-2022, it was stated that there was no impact to patient.